Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of the single board computer (sbc) on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would attempt to power on but would not complete its boot up cycle then powered itself off.